Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not communicating with the ot data management software. The medical surveillance specialist (mss) was unable to follow up with the patient. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the afternoon. The patient reported using self adjusting insulin to manage her diabetes. The patient in the morning on the day of the alleged issue, she took her usual 6 units of humalog insulin. The patient reported 1 hour after the issue occurred she developed symptoms of ¿dizzy and blurred vision.¿ the patient reported no additional treatment was received. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported since the patient claims, due to the alleged issue, she developed symptoms suggestive of hyperglycemia.